Event description:
On (B)(6) 2014, at the (B)(6) hospital in (B)(6), it was reported that during priming the 01971110#quadrox-I oxygenator from lot number 70095984 had cracks and leaked at the 3-way de-airing stop-cock at the top of the arterial filter. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was visually inspected in the laboratory and it was confirmed that the luer lock of the filter cap near the de-airing stop cock was broken. There were also cracks present on the luer locks of the blood outlet connectors. The contract manufacturer of the tubing set was notified of this issue and a DHR review and fishbone analysis was conducted there. The contract manufacturer determined that the cracks/damage did not occur during the assembly process at their facility. (B)(4).